Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors are such as excessive force applied against a rough surface while cinching the first knot.

Event description:
Additional information provided: it was further reported that this was discovered during an achilles tendon repair procedure with no delay reported and no additional anesthesia administered. All fragments were retrieved from the patient and the case was completed with another suture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7200 fiberwire #2 braided polyblend suture was cut when the first knot was made. This was discovered during use with no patient harm.